Event description:
Subject was implanted with lc-dcp for right sided fractures on (B)(6) 2010. On (B)(6) subject complained of wound soreness on touching. Biopsy fluid taken from wound showed positive for (B)(6) infection. Subject was reoperated on (B)(6) to clean and treat the infected wound. After the operation, swabs taken from wound recovered at the follow-up visit on (B)(6) 2011. Investigator indicated that the event was unlikely to be related to the implant, but likely to be related to surgery.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing records were reviewed and no complaint related issues were found.